Event description:
This case was initially received via (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("during the insertion the coil shot through to the uterus") and device breakage ("essure is only partly removed") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure was inserted in the wrong ovary (ovarian inflammation)" in (B)(6) 2016. The patient's past medical history included ovary inflammation (*left ovary would be removed during an operation.). In (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure is only partly removed"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), groin pain ("groin pain with radiation to legs"), pain in extremity ("groin pain with radiation to legs"), affect lability ("emotional unstable") and headache ("much head ache"). The patient was treated with surgery (essure was removed in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, complication of device removal, abdominal pain, back pain, groin pain, pain in extremity, affect lability and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, affect lability, back pain, complication of device removal, device breakage, groin pain, headache, pain in extremity and uterine perforation with essure. The reporter commented: with check in (B)(6) 2017 the patient came immediately into the route for removal of essure. The physician stated that the only solution to remove the entire essure is probably to remove the complete uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred terms: uterine perforation. The analysis in the global safety database revealed 565 cases. Device breakage. The analysis in the global safety database revealed 1712 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.